Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed no damage or irregularities to the device. A new inflation device filled with water was used to inflate the device to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered not confirmed as there was no evidence of the reported rupture. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred.the 100% in-stent restenosed target lesion was located in the moderately tortuous right superficial femoral artery (sfa). A non bsc guide wire was placed across the lesion and dilation was performed with a 4.0x40 sterling balloon catheter. The 6.0x100mm sterling balloon catheter was then advanced and during the first inflation, the balloon ruptured at 8atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% in-stent restenosed target lesion was located in the moderately tortuous right superficial femoral artery (sfa). A non bsc guide wire was placed across the lesion and dilation was performed with a 4.0x40 sterling balloon catheter. The 6.0x100mm sterling balloon catheter was then advanced and during the first inflation, the balloon ruptured at 8atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.